Event description:
A peritoneal dialysis patient's wife reported that on (B)(6) 2014 the patient was feeling nauseous and developed a fever; he was taken to the hospital and admitted with peritonitis. He was discharged on (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.